Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. All the front panel leds were blinking and the error code was present due to dust inside the sensor. Following a thorough cleaning, both issues were no longer present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source¿s leds were continuously blinking, and the unit was displaying an e300 error code. According to the initial reporter, these events took place during preparation for an upper gi endoscopy procedure. Reportedly, the intended procedure was completed using a similar device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon, ¿front panel led lighting failure¿, occurred due to dust inside the scope sensor. Following a thorough cleaning, the issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.